Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day, (patient age, gender and weight are unknown). According to the complainant, an rx plastic stent could not be passed over a guidewire, due to the back end of the jagwire being frayed. The physician attempted to recannulate and was not able to. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a corrugated sheath, which had exposed the core wire at proximal end. The evaluator noted that ptfe coating was "torn open and pushed back." A dimensional analysis of the wire o.d. Was conducted and the measurements were found to fall within the device specifications. The cause of the reported malfunction is undetermined.